Event description:
It was reported the insulin pump feel in the mud and it broke. The device cracked in several places and the screen was blue like an internal crack. Customer's blood glucose was 188 mg/dl. Customer's mother the device fell off when customer was four wheeling. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump has cracked case at display window corners, display window and minor scratched lcd window.